Manufacturer narrative:
Correction to h6. Device evaluation added to h11. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the device post procedure were provided by the site, and the following was observed: the esheath shaft appears punctured near the distal strain relief. The 3mensio imagery was also provided, and the following was observed: the patient's left access vessel had presence of tortuosity and calcification. The reported event for sheath punctured were confirmed based on the evaluation of the provided device imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Due to the unavailability of device lot number, a review of DHR and lot history was unable to be performed. A review of the IFU/training materials revealed no deficiencies. Non-coaxial advancement trajectories can lead to the crimped valve becoming caught on the sheath. High push forces coupled with non-coaxial advancement trajectories can lead to sheath puncture due to direct interaction with the crimped valve. Anatomical characteristics could also contribute to the sheath sustaining damage either directly (e.g. Via sharp calcium nodules) and/or indirectly (via tortuous/restricted vasculature). As such, available information suggests that procedural factors (valve caught on sheath, high push forces) and/or patient factors (calcification, tortuosity, pvd) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, there was difficulty advancing the valve through the 14fr esheath+. The esheath+ tore just past the white expansion area on the sheath due to a combination of patient's pvd and crimping. A second 26mm sapien 3 ultra resilia valve was prepped and passed through the esheath+ without difficulty and was successfully deployed at 7atms. Per images of the device received, a sheath puncture was observed.

Manufacturer narrative:
Investigation is still ongoing.